Event description:
The patient underwent an ventral/incisional hernia repair using veritas collagen matrix. The patient developed a reherniation which was surgically repaired. This event was reported in an american hernia society presentation on (B)(6) 2012. There is no further information at this time.

Manufacturer narrative:
No product was returned for evaluation. A review of the device history record was not possible since the lot number was unavailable. The following report numbers are all from presentations given by three (3) different physicians at the (B)(6) meeting held on (B)(4) 2012.